Event description:
While attempting to print a strip during pt monitoring, the device "flashed on & off" then began printing a broken line on the recorder paper. The device operator cycled power and the reported malfunction did not recur. There were no adverse effects to the pt as a result of the reported event.